Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 459 mg/dl due to a bent cannula. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was assisted with troubleshooting and the insulin pump passed the test functions. The insulin pump will not be returned for analysis.